Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Tandem technical support was unable to troubleshoot the issue further. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose value.